Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary inc ontinence. It was reported that after implant, the patient experienced recurrence, deep dyspareunia, postmenopausal bleeding, vaginal atrophy, odorous vaginal discharge. Post-operative patient treatment included excision of midurethral sling, cystoscopy, insertion of tvt sling and video cystoscopy.